Manufacturer narrative:
Other: hallucinations, event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had auditory hallucinations, hallucinations, cognitive impairment, and no improvement in the adjust ment many times. Their healthcare provider (hcp) advised them to observe slowly, however the patient was not satisfied and wanted the manufacturer to give them the best debugging solution. There were not more than 50% of symptoms reduced. The cause of the event and troubleshooting performed were both unknown. No further complications were reported as a result of this event.